Manufacturer narrative:
The insulin pump passed self test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump communicated properly with sensor test. No lost sensor alarm or excessive no delivery alarms noted during testing. The insulin pump functioned properly. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 459 mg/dl at the time of incident. The customer's blood glucose was 306 mg/dl at the time of call. The customer stated that the insulin did not exit during fixed prime. The customer reported that the insulin pump alarmed no delivery during fixed prime after disconnecting and reconnecting the tubing and the reservoir. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.